Manufacturer narrative:
A series of photos were shared by the customer, where a CT scan inside the chemo is observed, it is not clear what is wrong inside and a drip chamber's comparation between how much water they get with a good sample and with the received one. No additional damage or anomalies were confirmed. One used sample list #kl-bs001u3 was returned for evaluation. As received no physical damage or anomalies were observed on the sample. No mating device was returned. The set was primed, and a flow restriction was observed. The sample was cut and an errant solvent inside the fluid path of chemolok was observed. The complaint of no flow / can't prime / difficult to prime can be confirmed. The probable cause was due to errant solvent applied during assembly process. The lot history and relevant commodities of the possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint. Plots: 13798398 manufacturing date: 10/1/2023 expiration date: 10/1/2026 13799712 manufacturing date: 10/1/2023 expiration date: 10/1/2026 13805390 manufacturing date: 10/1/2023 expiration date: 10/1/2026 additional reporter: (B)(4).

Event description:
The event involved a chemosafelock bag spike where it was reported there was an occlusion. It was stated that when the user attempted to fill drip chamber halfway with the drug solution, there was no drip. One actual sample was received connected to a 100ml saline bottle(otsuka), connected to a chemosafe lock infusion set. Attempted to fill the drip chamber halfway and the solution did not drip, as reported. Liquid flow failure was confirmed. Liquid flow check was performed after replacing the actual sample with an in-house kl-bs001u3, and no anomalies were confirmed in liquid flow. A CT inspection was performed to verify the internal components of actual sample. The result shows conduit molding defect. The event was noted during preparation and was not detected prior to patient use. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemotherapy exposure, and no medical/surgical intervention was required. The device was changed with no further problems encountered. There was patient involvement.